Event description:
A hospital in another country reported that the plastic part of the 900mr510 heater wire assembly was damaged and broken. According to the hospital, the cleaning of the 900mr510 heater wire at 75 degree celsius and subsequent sterilization, at 55 degree celsius using ethylene oxide gas sterilizing could have been a contributory cause.

Manufacturer narrative:
Conclusions: no conclusion can be made at this time. The device is reusable; however, we do not know whether the problem was discovered in use.